Event description:
As reported: "nail broke at most distal proximal screw in alpha retro. Implanted in february." According to additional information received the broken nail was removed and a larger diameter scn was implanted. It was further reported subsequently that pain showed that the nail had broken in clinic follow up.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any deficiencies. Potential causes for nail breakage are listed in the labelling. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "nail broke at most distal proximal screw in alpha retro. Implanted in (B)(6) ." According to additional information received the broken nail was removed and a larger diameter scn was implanted. It was further reported subsequently that pain showed that the nail had broken in clinic follow up.